Event description:
A malfunction on the pump was reported by the caller. There was no adverse impact to the customer's blood glucose level. Tandem technical support advised the caller to contact a healthcare provider due to the lack of backup therapy and confirmed the shipping of a replacement pump. The caller was instructed to return the faulty pump within 10 days and acknowledged the steps needed for receiving the replacement.